Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Customer declined to reset the pump and will revert to mobile app for cgm data. There was no reported adverse impact to the customer.